Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy but will revert to an alternate method of insulin therapy if needed.